Event description:
The patient called to report that a few months ago they received four shocks due to an "anomaly" and that it was due to t-wave oversensing. The patient reported that a representative came and said they would "reset it". Follow-up was conducted but was unable to obtain any further information. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.